Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the event description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered a shock due to noise and oversensing. It is suspected that noise was due to air entrapment. It was decided not to reprogram and keep monitoring the patient for a future follow up. This system remains in service. No further adverse patient effects were reported. Additional information was received detailing that sense b noise is suspected. Technical services provided feedback, troubleshooting and further evaluation. This system remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field h6: device codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered a shock due to noise and oversensing. It is suspected that noise was due to air entrapment. It was decided not to reprogram and keep monitoring the patient for a future follow up. This system remains in service. No further adverse patient effects were reported. Additional information was received detailing that sense b noise is suspected. Technical services provided feedback, troubleshooting and further evaluation. This system remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered a shock due to noise and oversensing. It is suspected that noise was due to air entrapment. It was decided not to reprogram and keep monitoring the patient for a future follow up. This system remains in service. No further adverse patient effects were reported.